Manufacturer narrative:
Concomitant products: 6949-65 lead, implanted: (B)(6) 2007; 3058 mgu ipg, implanted: (B)(6) 2015; 3889-28 mgu lead, implanted: (B)(6) 2015; 3058 mgu ipg, implanted: (B)(6) 2016; 3889-28 mgu lead, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked due to oversensing by the right ventricular (rv) lead. The rv lead had triggered a lead integrity alert (lia) for oversensing with noise, high rate non-sustained episodes, sensing integrity counter (sic), and t-wave oversensing (twos). The rv lead had an increase in lead impedance. The lead was found to have a confirmed fracture. The lead was removed and a new lead was implanted. It was further reported that the right atrial (ra) lead was suspect of a fracture. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.